Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the ventricular assist device (vad) coordinator, the patient expired due to ventricular tachycardia. Per the vad coordinator; the patient¿s condition was not considered device related. The patient had severe rv failure, and sustained ventricular tachycardia at time of death. It was reported the device operated as intended. No autopsy was be performed. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. It was reported that the patient expired due to ventricular tachycardia. Per the vad coordinator, the patient¿s condition was not considered to be device related. The patient had severe rv failure and sustained ventricular tachycardia at the time of death. It was reported that the patient¿s outcome was not device or therapy related and the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient¿s cause of death. No autopsy will be performed and the device will not be returned for evaluation. The heartmate ii lvas IFU lists cardiac arrhythmia, right heart failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.